Event description:
Customer reported via phone, she had just called for no delivery alarms and troubleshooting was performed. Once the call ended the device alarmed no delivery during prime. Customer initially requested the device to be replaced and later changed her mind and declined. Customer also declined to perform troubleshooting and states he will monitor the device and call back if any issues persisted. Customer is not returning the device for further analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.